Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm. The patient reported that this occurred several times in the past and that the battery was removed and reseated but never replaced before. The ebb was then replaced and the alarm cleared. It was noted that there was a substance that leaked from the ebb. Log files were sent for review. The event log confirmed the reported ebb fault on (B)(6) 2025. The ebb fault was due to the ebb failing the load test. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms and fluid ingress was confirmed via product testing and log file review. The reported event of the 11v backup battery leaking was not able to be confirmed; however, evidence of fluid was located on the battery. The submitted log files revealed that on 11sep2025, 8:30:56, a backup battery fault alarm associated with the backup battery not passing the load test, intermittently clears and activates for the remaining duration of the reported event date. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarms did not affect pump function. There were no other notable events or alarms captured. The heartmate 3 system controller (B)(6) was not returned for analysis. The backup battery (B)(6) was returned with evidence of fluid on the outer casing of the battery. The backup battery (B)(6) functioned as intended without any alarms throughout testing. No alarms or issues were reproduced. Of note, the outer casing of the backup battery was removed to inspect the inner layers. No signs of fluid were found after removing the outer plastic casing. The backup battery functioned as intended throughout testing, no further testing was performed. Provided information revealed that the user has had this issue multiple times in the past, the backup battery was reseated but never replaced before. The backup battery was replaced clearing the alarm. It was noted that there was a substance that leaked from the backup battery. Additional information received stated that there were no signs of fluid ingress of the system controller. A backup battery fault with an unknown root cause resulting in an alarm was confirmed. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The root cause for the reported events could not be conclusively determined through this investigation. The device history records were reviewed for the system controller (B)(6) and the records revealed no deviations from manufacturing and qa specifications. The 11v backup battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 27oct2023 and passed all manufacturing testing. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that there were no signs of fluid ingress of the system controller.